Manufacturer narrative:
H.6 investigation summary: material #: 367841. Lot/batch #: 2259054. Bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to no draw as all samples met specifications. Additionally, ten (10) samples were evaluated by functional testing and no issues were observed relating to no draw/underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 : see h.10.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that there was no draw. The following information was provided by the initial reporter: blood was drawn for 1418 bed patients, the blood collection tube had no draw and no bleeding.